Event description:
Inspiratory pressure leads to high pressure alarm and then expiratory phase immediately. Attachments named "from doctor" shows phenomena during patient ventilation. I was able to reproduce this failure with a testlung after squeezing the endotracheal tube for a while; the ventilation is still unnormal (pressure peaks) after releasing the et tube (see attachments "lunga"). Using the regulated testlung with high resistance (200 mbar/l/s) gave the similar effect, even without blocking et tube. After setting r to 20 mbar/l/s ventilation is still unnormal. (See attachments "lungb"). Unit is used with h900, settings as attached. Trc is active (7,5 mm ID; 100% compensation). Patient set is female, 166 cm. Asv mode.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than two years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was used. The root cause was determined to be that the p-ramp time was set too short. In consequence (correction) the user was instructed to set a longer p ramp time. There was no patient or user harm reported.